Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience hyperglycemia. Customer's blood glucose level was over 400 mg/dl,230 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event, auto mode was not active. Customer does not wish to continue troubleshooting. Customer was reported that insulin pump was not working. Customer confirmed bolus was accurate asked to do self test and test completed. Customer was not insisting on insulin pump replacement. Customer declined troubleshooting. The insulin pump will not be returned for analysis.